Event description:
It is reported that a resolute integrity drug eluting stent was implanted in a patient approximately 21 days past its expiration date. The device was removed from packaging per IFU with no issues noted. It is unknown if the device was inspected before use. The stent was used to treat a lesion with 60-70 % stenosis in the cx artery successfully. No reported patient complications or clinical sequelae.

Manufacturer narrative:
Evaluation results: failure to follow instructions (IFU states to use by the ¿use by¿ date noted on the package). No results available since no evaluation was performed (device or procedural images not provided for review). (No device received for evaluation). Evaluation conclusions: failure to follow instructions (IFU states to use by the ¿use by¿ date noted on the package). User error contributed to the event (IFU states to use by the ¿use by¿ date noted on the package). (B)(4).